Event description:
While using hand-held pt programmer, pt received excess stimulation to the point of extreme, excruciating pain, which threw him to the floor. The pt had been having problems with intermittent, then total lack of, stimulation for weeks. The device was returned to the MFR's repair dept for analysis.